Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxibus cable was not securely positioned. The field service engineer accessed the rear panel, reseated the cable, and powered on the station. The drawer functioned properly without any issues. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer encountered a failure, that was not detected on the communication bus. That the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.